Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. It was also reported that the pump's usb port was damaged and loose resluting in the pump not charging. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.